Manufacturer narrative:
The reported issue that the non-filter standard tubing and pump module were having issue with air in line could not be confirmed. No product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris pump module is typically used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "possible IV tubing malfunction vs pump malfunction. Clinical staff report "we have been fighting with the non-filter standard tubing ready air-in-line on pumps. We have trouble shot every possible complication and still have been having issues with this specific tubing. Also at times the blue low-sorbing tubing has been causing problems as well. " FDA safety report ID# (B)(4)."